Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2015 for a low blood glucose reading. Her blood glucose level was around 30 mg/dl. Sometimes when she was sleeping she received the suspend and auto off alarms. She kept eating plums, candy, and crackers but that did not bring her blood glucose up. The bolus history did not have information for (B)(6) 2015. The device was not returned.